Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during use, the jaws of the device became locked on tissue. The surgeon cut out the device in order to remove it. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.